Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("abnormal bleeding") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), fatigue ("fatigues"), depression ("depression"), alopecia ("hair loss"), weight increased ("weight gain"), abdominal distension ("bloating"), migraine ("migraine headaches"), nausea ("nausea"), dizziness ("dizziness"), tooth disorder ("dental issues") and dyspareunia ("painful intercourse"). The patient was treated with surgery ( to remove the essure). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, genital haemorrhage, fatigue, depression, alopecia, weight increased, abdominal distension, migraine, nausea, dizziness, tooth disorder and dyspareunia outcome was unknown. The reporter considered abdominal distension, alopecia, depression, dizziness, dyspareunia, fatigue, genital haemorrhage, migraine, nausea, pelvic pain, tooth disorder and weight increased to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain'), pelvic infection ('infection (other) describe: pelvic') and genital haemorrhage ('abnormal bleeding') in an adult female patient who had essure (batch no. 624832) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included nausea and vomiting. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), pelvic infection (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), fatigue ("fatigues"), depression ("depression"), alopecia ("hair loss"), abdominal distension ("bloating"), migraine ("migraine headaches"), nausea ("nausea"), dizziness ("dizziness"), tooth disorder ("dental issues"), dyspareunia ("painful intercourse"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)/menorrhagia (heavy menstrual bleeding)") and abdominal pain ("abdominal pain") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral)). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, pelvic infection, genital haemorrhage, fatigue, depression, alopecia, weight increased, abdominal distension, migraine, nausea, dizziness, tooth disorder, dyspareunia, vaginal haemorrhage, menorrhagia and abdominal pain outcome was unknown. The reporter considered abdominal distension, abdominal pain, alopecia, depression, dizziness, dyspareunia, fatigue, genital haemorrhage, menorrhagia, migraine, nausea, pelvic infection, pelvic pain, tooth disorder, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: discrepancy noted: essure confirmation test unspecified performed on (B)(6) 2008 with results: bilateral occlusion. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2008: results: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-nov-2019: pfs received- new event abdominal pain was added. Product indication was added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic infection ("infection (other) describe: pelvic"), pelvic pain ("pelvic pain") and genital haemorrhage ("abnormal bleeding") in an adult female patient who had essure (batch no. 624832) inserted. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included nausea and vomiting. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic infection (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), fatigue ("fatigues"), depression ("depression"), alopecia ("hair loss"), weight increased ("weight gain"), abdominal distension ("bloating"), migraine ("migraine headaches"), nausea ("nausea"), dizziness ("dizziness"), tooth disorder ("dental issues"), dyspareunia ("painful intercourse"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). The patient was treated with surgery (to remove the essure). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic infection, pelvic pain, genital haemorrhage, fatigue, depression, alopecia, weight increased, abdominal distension, migraine, nausea, dizziness, tooth disorder, dyspareunia, vaginal haemorrhage and menorrhagia outcome was unknown. The reporter considered abdominal distension, alopecia, depression, dizziness, dyspareunia, fatigue, genital haemorrhage, menorrhagia, migraine, nausea, pelvic infection, pelvic pain, tooth disorder, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2008: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 20-aug-2018: quality safety evaluation of ptc incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain"), pelvic infection ("infection (other) describe: pelvic") and genital haemorrhage ("abnormal bleeding") in an adult female patient who had essure (batch no. 624832) inserted. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included nausea and vomiting. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), pelvic infection (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), fatigue ("fatigues"), depression ("depression"), alopecia ("hair loss"), weight increased ("weight gain"), abdominal distension ("bloating"), migraine ("migraine headaches"), nausea ("nausea"), dizziness ("dizziness"), tooth disorder ("dental issues"), dyspareunia ("painful intercourse"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). The patient was treated with surgery (to remove the essure). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, pelvic infection, genital haemorrhage, fatigue, depression, alopecia, weight increased, abdominal distension, migraine, nausea, dizziness, tooth disorder, dyspareunia, vaginal haemorrhage and menorrhagia outcome was unknown. The reporter considered abdominal distension, alopecia, depression, dizziness, dyspareunia, fatigue, genital haemorrhage, menorrhagia, migraine, nausea, pelvic infection, pelvic pain, tooth disorder, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2008: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 13-jun-2018: pfs+mr received: new events: vaginal haemorrhage, menorrhagia, pelvic infection, reporter, concomitant diseases, product lot number added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.